Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump had a constant tone. He removed the battery and reset the device but the buttons stopped working when the insulin pump came back on. The patient's blood glucose at the time of the keypad anomaly was 300 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The constant tone could not be resolved either. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. No audio/beep anomaly was noted. Unable to confirm the low battery alert and unable to perform any tests due to the unresponsive buttons. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.